Manufacturer narrative:
Patient weight was obtained and has been added to this report.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve the electrocardiogram (ECG) showed complete heart block (chb) and left bundle branch block (lbbb). Two days post implant, a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.